Manufacturer narrative:
Complaint # (B)(4) received. No patient involvement. Device was not returned for evaluation.

Event description:
The customer reported that the f4 fuse(8a) on the cpu board was blown and orange wire was scorched.